Event description:
It was reported through remote transmission that an alert was issued due to noise reversion. In clinic, noise could be reproduced through isometrics. Other electrical values were normal. No patient symptoms were reported. Device reprogramming was performed.

Manufacturer narrative:
(B)(6).